Event description:
Pt developed redness, swelling and erythema post repair of a chronic massive rotator cuff tear in which the orthadapt bioimplant was used. Approx three months post repair, the bioimplant was removed. At the time of report, the physician indicated the pt was non-compliant and took arm out of sling very early in rehab process.

Manufacturer narrative:
The orthadapt bioimplant was used off-label for a massive chronic tear. Orthadapt is indicated for the reinforcement of soft tissues and is not intended to provide the full mechanical strength to support tendon repair of the rotator cuff. Results of eval of returned explant were inconclusive. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc.